Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. This pump was being used for training and was not being used for insulin therapy at the time of the event. Reportedly, the customer has manual injections available for insulin therapy.